Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) implant procedure, the device started a capacitor reform but there was suddenly no progression, and the device blocked without an updated screen. The ICD became unable to be interrogated from there on. In addition, the bottom part of the device became hot and could no longer be hold due to its temperature. Subsequently, another ICD was used as replacement and the implant procedure was completed successfully. This ICD is expected to be returned for analysis and no adverse patient effects were reported.